Manufacturer narrative:
Stryker evaluated the customer¿s device but was unable to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device was unable to read the ECG waveform through the paddles lead. As a result defibrillation therapy may be delayed or would not be available if needed. There was no patient use associated with this event.